Event description:
Sorin group received a report that when attempting to deliver cardioplegia during a procedure, the stockert s5 system cardioplegia volume counter would not function. The clinician turned off the delivery on the control panel but the pump continued to run. The touchscreen of the pump was used to stop the cardioplegia delivery and the system began to audibly alarm. The clinician elected to manually calculate the cardioplegia volumes and complete the case.. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.